Event description:
The patient reported for the last month that his infusion set does not stick to his skin correctly. He stated that every couple of days his site will fall out. The patient's blood glucose elevated to hi on his meter which indicated his blood glucose to be over 600 mg/dl. His normal range is 125-150 mg/dl. To bring his blood glucose down, he would give himself an injection. He did not report any symptoms with his elevated blood glucose. The patient did state that he is an outdoors man and does sweat. He was advised on using a technique to secure his site using opsite frame delivery dressing. No medical attention was necessary. No product is being returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.